Event description:
The device has been explanted, replaced. And a capsulectomy was performed.

Event description:
Healthcare professional reported, "intracapsular rupture and exchange". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "intracapsular rupture and exchange". Healthcare professional reported later "small firm spot" and rupture confirmed via MRI and exchange of textured device due to patient's concern with product. This record is for the right-side. Device has been explanted and capsulectomy performed.